Manufacturer narrative:
Investigation result: the device was not returned for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) after cycle charging. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient is recovering well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) after cycle charging. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient is recovering well postoperatively. The explanted device was not returned.